Event description:
It was reported that device was explanted at implant due to dr was cinching down the valve he noticed a tear. No further information was provided..

Manufacturer narrative:
Tear, not known if cloth or leaflet tear. Device not returned.

Manufacturer narrative:
Evalutation summary: "a cut is detected in the sewing ring at leaflet 1 measures to approximately 1mm. The sewing fabric and silicone ring appear to be cut. The cut is visible at the inflow and the outflow aspect. The wireform is exposed at the outflow aspect adjacent to the described cut. No other inconsistencies detected, or in the x-ray." X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.